Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to corrosion in/around the battery connectors and a heavily corroded battery compartment. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had critical pump error. The customer¿s blood glucose was 127 mg/dl at the time of incident. Customer reported that they received another insulin pump error. Customer reports they received the open book image on the insulin pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.